Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-55 user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 187, 140 and 92 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 140 mg/dl. Customer stated when she obtained the result of 92 mg/dl, she knew it was too high since she felt her sugar was low. The customer stated that she tested the truemetrix meter against another meter and the truemetrix read higher (comparison results were not provided). The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 104 mg/dl and 93 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 03/20/2018 and open vial date is month of (B)(6)2017. The meter memory was reviewed for previous test result history (date / time not set): the 104mg/dl (B)(6) 2017 01:05 am fasting:yes, 187mg/dl (B)(6) 2017 02:58 pm fasting:yes, 140mg/dl (B)(6) 2017 11:03 pm fasting:yes, 113mg/dl (B)(6) 2017 01:48 pm fasting:yes, 92mg/dl (B)(6) 2017 01:37 pm fasting:yes. Memory concerns: the customer is concerned with the results of 187 and 140, and 92mg/dl in the meter's memory.